Manufacturer narrative:
B3: unknown; no information has been provided to date. The device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Occlusion test was performed which found clutch/plunger lever error at start of infusion. The customer's reported problem was duplicated. The cause of the problem was that the device had worn clutches. The clutches were replaced in order to correct the issue, and the device passed all testing.

Event description:
It was reported that there was a travel coarse error-check clutch/plunger level error. There was unknown patient involvement and unknown harm/adverse event reported.